Manufacturer narrative:
Block e1: initial reporter first name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h6: imdrf patient code e0702 captures the reportable event of airway obstruction imdrf patient code e0743 captures the reportable event of respiratory distress imdrf device code a1502 captures the reportable event of stent positioning issue imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used in the duodenum during an implantation procedure performed on (B)(6) 2024. During procedure, the stent was attempted to be deployed, but it fully deployed in an incorrect location. The stent was then attempted to be removed, but difficulty was also encountered which caused obstruction of the respiratory tract. The procedure was not completed because the patient experienced respiratory distress, and the patient was then treated with additional oxygen supplements. In the physician's assessment the stent caused the obstruction of the airway. The patient was admitted to the hospital beyond the standard of care for respiratory tract monitoring and the patient is expected to fully recover. Note: it was reported that the stent caused obstruction of the respiratory tract. The IFU states, " the wallflex duodenal stent system with anchor lock delivery system instructions for use, the device is indicated for the palliative treatment of gastroduodenal obstructions produced by malignant neoplasms." The wallflex duodenal stent is not indicated to be used in the respiratory tract.

Manufacturer narrative:
Blocks h6 (impact codes) and h11 have been corrected. Block e1: initial reporter first name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h6: imdrf patient code e0702 captures the reportable event of airway obstruction. Imdrf patient code e0743 captures the reportable event of respiratory distress. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f23 captures the reportable event of additional intervention performed to address the patient complications. Block h11: a wallflex enteral stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The outer sheath was also kinked, and the stainless-steel shaft was bent. A media inspection was performed on a photo provided by the complainant, and no problems were noted. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult to remove as these events occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. The additional observed damage of outer sheath kinked and stainless-steel shaft bent was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician, limited the performance of the device and contributed to the observed damages. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the stent caused obstruction of the respiratory tract. The IFU states, " the wallflex duodenal stent system with anchor lock delivery system instructions for use, the device is indicated for the palliative treatment of gastroduodenal obstructions produced by malignant neoplasms." The wallflex duodenal stent is not indicated to be used in the respiratory tract. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used in the duodenum during an implantation procedure performed on (B)(6) 2024. During procedure, the stent was attempted to be deployed, but it fully deployed in an incorrect location. The stent was then attempted to be removed, but difficulty was also encountered which caused obstruction of the respiratory tract. The procedure was not completed because the patient experienced respiratory distress, and the patient was then treated with additional oxygen supplements. In the physician's assessment the stent caused the obstruction of the airway. The patient was admitted to the hospital beyond the standard of care for respiratory tract monitoring and the patient is expected to fully recover. Note: it was reported that the stent caused obstruction of the respiratory tract. The IFU states, " the wallflex duodenal stent system with anchor lock delivery system instructions for use, the device is indicated for the palliative treatment of gastroduodenal obstructions produced by malignant neoplasms." The wallflex duodenal stent is not indicated to be used in the respiratory tract.